Event description:
It was reported the error code l3-021 is activated on the lcd screen. There have been no reported patient consequences.

Manufacturer narrative:
Vacuum system vso replaced. Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vacuum system vso to be replaced. The device was functionally tested, met all product requirements and returned to the customer.